Event description:
It is reported that the poly was hard to impact onto the stem. The surgeon impacted the poly so hard that the stem subsided.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. For cases where impaction of the liner is not desired, an alternative instrument has been designed to force the liner into the stem. This alternative instrument and technique is described in the tm reverse surgical technique. The liner inserter converts rotational forces to the liner, forcing the liner to lock without impaction. Cause cannot be definitively determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.